Event description:
Reporter alleged the customer obtained the results of 522 mg/dl, 124 mg/dl and 130 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that the customer's insulin pump gives him 3.8 units of novolog insulin per hour. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.